Event description:
Olympus was informed that the customer evis exera ii ultrasound gastro-videoscope was returned for service/repair for a reported ¿it failed a leak test¿ during reprocessing. Upon inspecting and testing, the adhesive at the distal end forceps cover was found peeled/missing (reportable). No death, injury or harm was reported.

Manufacturer narrative:
Additionally, the bending section cover glue at the distal end is cracked and chipped, the control knobs movement has play/are loose, the light guide tube is deformed/collapsed, the elevator channel is loose and leaking, the scope connector was opened up and fluid invasion/corrosion was found, corrosion on the ultrasound connector and ultrasound electrical insulation. Also, the distal end probe unit is loose, the ultrasound image has one broken element, and the electrical connector lock pin has a gap and is leaking. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 09-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.